Manufacturer narrative:
(B)(4) - explant of intraocular lens.all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an tecnis multifocal zmb00u0205 intraocular lens (iol) was explanted due to the patient having a ''retinal problem'' and was not a suitable candidate for a diffractive lens. In follow up it was learned that the explanting surgeon was not the implanting surgeon. The patient had a pre-existing epi-retinal membrane and also developed cystoid macular edema (cme) after the implantation of the device. The cme was controlled with topical medications. Currently the patient is treated with gatifloxacin, illevro and pred forte. Visual acuity (va) day one post-op was hand motion. At the next visit, (day 3) va was 20/400. There is still a lot of corneal edema present. Another iol, a monofocal, was implanted during the same procedure. The multifocal iol was discarded in the field.